Manufacturer narrative:
The device was received for evaluation. During evaluation, the device had a delayed keypad response. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was identified to be a faulty processor pcb which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had delayed keypad responses. No additional information is available.